Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode of sustained ventricular tachycardia (vt). Emergency medical services (ems) responded and treated the patient with medications for the vt. The medications did not end the episode, and the patient was cardioverted at the hospital. Upon interrogation, it was determined that the upper rate limit was programmed too high for this patient, at 180bpm. The patient's vt was in the 170 bpm range. The device upper rate limit was reprogrammed to 150 bpm and the patient was monitored.